Event description:
It was reported that the tip of the device was broke off inside the joint. The tip was retrieved, but the surgery was delayed 45 minutes. No adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated but not yet completed. Device has been sent to vendor for evaluation. A follow up report will be submitted upon completion.